Event description:
It was reported that the user applied a new dexcom g7 sensor and the ilet pump did not connect, with a brief sensor issue noted on the pump; the user had not entered the new sensor¿s pairing code, then entered the correct code and initiated pairing. Symptoms included transient loss of cgm communication. Outcomes included no injury, no medical intervention, and continued therapy after successful re-pairing. Investigation included customer support troubleshooting and user education on correct cgm pairing and sensor type selection. Investigation of this case revealed user setup error related to incorrect or missing pairing code entry for a new g7 sensor, which led to a temporary communication interruption. It was concluded, based on previously established findings for similar reports, that the cause was use error from incomplete pairing rather than device malfunction.